Event description:
The user facility reported that they needed instructions for getting into patient history. The user facility claimed that the user was having a hard time getting the spo2 to work on the patient and that the ECG waveform displayed artifact/interference. Despite this difficulty, the user proceeded with the case. The user facility reported that, after the case, the user noticed that the patient was in asystole. The patient was revived.

Manufacturer narrative:
(B)(4). The user facility reported that they needed instructions for getting into patient history. The user facility claimed that the user was having a hard time getting the spo2 to work on the patient and that the ECG waveform displayed artifact/interference. Despite this difficulty, the user proceeded with the case. The user facility reported that, after the case, the user noticed that the patient was in asystole. The patient was revived. The user facility stated that there was no patient history in the device history menu since (B)(6) 2014. The incident with this patient reportedly occurred on (B)(6) 2014. The following additional information was obtained from the user facility's risk manager: there was no patient history stored in the device because nibp was not being measured for this patient. Note: the device's history feature is a tabular listing of a patient's vital signs, which are recorded each time the device takes an nibp reading. The risk manager stated that the patient should have been monitored with sop2, hr/ECG, bp. The patient was reportedly sedated and on a vent. The initial call text in the device manufacturer's call system said that there were issues with ECG, but the risk manager stated that the user facility was noting arrhythmias in device's ECG tracing. The risk manager also stated that there were no issues with ECG during the case and thinks the only issue during the case was with spo2. The risk manager stated that the users had good ECG vitals, but no good spo2 and they proceeded with the case anyway. During the case, the user facility was reportedly not getting good spo2 waveform. But, the risk manager claimed that the user facility's post-incident testing did not confirm any malfunction of spo2. The user facility's biomed worked with the device manufacturer's technical support and tested and found no issues with the device. After preliminary review of the incident, the user facility was first concerned that device was not functioning properly. However, after further review, they concluded that the device was working as expected and that the problem was that the users were not familiar with the equipment. When asked for further information as to the user's unfamiliarity with the device, the risk manager declined to answer. The risk manager stated that the device did not delay treatment of the patient when the patient coded. The users thought they saw arrhythmia on the invivo device, but the patient reportedly "bounced back". When they took the patient out of the MRI and connected her to another monitor, they noted that the patient was asystole. The risk manager explained that the patient was large and it took them 3-5 mins to remove her over to the other monitoring device. The risk manager stated it's possible that the patient coded during this transition time. The risk manager claimed that the patient passed away 2 days after the MRI and that the family withdrew care. The device manufacturer offered the user facility in-service training for the staff, but the risk manager declined any training at this time. The patient monitoring device remains at the user facility and no parts have been replaced. There is no evidence that the patient monitoring device or any of the patient monitoring device's accessories failed to work as intended, failed to meet specifications, caused/contributed to the patient's reported injury or delayed treatment of the patient. The user facility concluded that the device was working as expected and that the problem was that the users were not familiar with the device. When asked for further information as to the user's unfamiliarity with the device, the user facility's risk manager declined to answer. The user facility was offered in-service training for the staff, but declined this offer. No additional action is warranted at this time.